Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set came apart from both the insertion site and tubing connector while sleeping. The site location was at the right abdomen and the pump was connected to the pants. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.